Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease and underwent left leg angioplasty. The 70% stenosed target lesion was location in the non-tortuous and moderately calcified mid superficial femoral artery (sfa). After placing a 7fr sheath over the bifurcation down the left leg to mid sfa, atherectomy was performed via 2.40 jetstream with 014 thruway guidewire. The jetstream was removed and a 7.0x120x150 sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, inflation pressure was suddenly lost and contrast was washed down the leg. Upon inspection after removal, it was noted that the balloon had popped. Another 7.0x120x150 sterling balloon catheter was advanced and inflated to atmospheres completing the procedure. No patient complications were reported.